Event description:
It was reported that tip detachment occurred. A 130/20 renegade¿ stc 18 was selected to treat the target lesion located in the hepatic artery. After introduction, it appeared that the tip came off of the catheter and the catheter was not able to be visualized in the patient. The catheter was able to be removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was fine. The physician thinks the catheter never had an ro tip and that nothing was left in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The catheter was inspected under the strain relief. No kink present under strain relief. The catheter was inspected by rotating 360 degrees along the shaft to inspect for kinks/bumps. Several kinks were found towards the distal end of the device. The ro marker/distal tip was inspected and revealed that the tip was not detached and the ro marker and distal tip intact. A 0.018" guidewire was inserted into the catheter to inspect for any blockages/occlusions. The guidewire advanced through the catheter but with some resistance. Blood was blocked inside the catheter. Water was flushed through the catheter using a syringe to test for any blockages/leaks. No leaks /blockage issues, more blood escaped the catheter during this test. Coating confirmation test was performed using crystal violet to test for any coating damage. Some very small black shiny marks - very minimum coating damage. There was no pealing or flaking of the coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A 130/20 renegade stc 18 was selected to treat the target lesion located in the hepatic artery. After introduction, it appeared that the tip came off of the catheter and the catheter was not able to be visualized in the patient. The catheter was able to be removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was fine. The physician thinks the catheter never had an ro tip and that nothing was left in the patient.

Manufacturer narrative:
(B)(4).